Event description:
This was an interventional case. The patient was not obese and minor tortuosity was observed, but there was no calcification of scarring. The procedure proceeded as planned until device removal. The heel was noted to be locked in place. Multiple attempts were made to reset (release) the heel without success. The physician cut the wire at the back and the heel released, allowing for device removal. The procedure was completed as intended, using the arstasis access device. There were no clinical sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device confirmed that the actuator cable was cut near the marker lumen. As a result, it cannot be confirmed whether the heel was functional. However, the device was deployed and when the plunger was retracted, the actuator released normally. The marker lumen and handle bottom were inspected for signs (marking on the device) to suggest that the cable was pinched within the device, which might have caused the heel to malfunction; none were found. Additionally, it is unknown whether any anatomical factors may have affected functionality of the heel and/or contributed to the inability to remove the device from the body. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.